Manufacturer narrative:
Additional information noted that infection occurred. (B)(4).

Event description:
It was reported that a pocket erosion had occurred. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-52, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013; product ID 5076-58, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013; product ID 419588, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(4).